Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. Method: an investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint device had not been returned for evaluation. Results: the hospital reported that the heater wire alarm of the rt104 adult breathing circuit went off during use. It is likely that the heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check was not performed as no lot information had been provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became on open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported, via a distributor, that the heater wire alarm of an rt104 adult breathing circuit went off after 2 or 3 hours of use. The hospital disposed of the breathing circuit. No patient consequence was reported.